Manufacturer narrative:
The pump powered up properly, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer did not recall any significant events leading up to this issue. During troubleshooting, the customer was unable to get the display to return. Blood glucose level at the time of the incident was 354 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.